Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. During the assembly process, visual inspection is proceed each 02 hours in one sample size of 50 pieces. In the same way during the packing process, visual inspection is proceed each 02 hours in one sample size of 40 pieces. If some nonconformity is found the batch interval is blocked for analysis. In the sequence the machine is checked its operation and the associates involved informed of the occurrence. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that during use of the bd needle precisionglide¿ 26x1/2in there is difficulty in fitting the needle in the syringe due to defect at the fitting. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: this material we receive for daily use of preparation and withdrawal of radiopharmaceuticals. It is defective at the moment of fitting into the syringe releasing easily not securing well. This can cause risk of contamination, since we work with radioactive material and risk accidents with needle stick injuries.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7234884. Medical device expiration date: 2022-07-31. Device manufacture date: 2017-08-23. Medical device lot #: 8199574. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-07-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd needle precisionglide¿ 26x1/2in there is difficulty in fitting the needle in the syringe due to defect at the fitting. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: this material we receive for daily use of preparation and withdrawal of radiopharmaceuticals. It is defective at the moment of fitting into the syringe releasing easily not securing well. This can cause risk of contamination, since we work with radioactive material and risk accidents with needle stick injuries.